Event description:
The user reported that during a left heart catheterization procedure when the catheter was first introduced into the patient's aorta, it appeared to have bent back on itself as seen under fluoroscopy. The physician pulled back on the guide wire and re-advanced the wire to straighten the catheter tip. When the wire was advanced to the tip of the catheter, it punctured through the catheter at the bend. The physician then pulled the wire and catheter out of the patient. The catheter tip was still attached to the catheter body and was unsuccessfully removed from the patient. No harm or injury was reported. The user did not provide a lot number.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The evaluation is in progress. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A f/u report will be submitted when the evaluation has been completed.